Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. Replaced eight capacitors on the single board computer (sbc). The system was placed back into service.

Event description:
It was reported that the flexview 8800 system will not boot up (start). There was no report of pt injury.